Manufacturer narrative:
H3 other text: third party service center.

Event description:
The manufacturer received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation.an external and internal visual inpsection of the device was completed by the manufacturer and found dust-like contamination in the air outlet port, pca, blower motor and blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. Additionally, there were some technical findings like error code. The manufacturer also confirmed thermal event on the humidifier harness connector and pca. Air inlet filter, air inlet seal, flow/pressure sensor. The manufacturer concludes dust like contamination were external to the device. There was no evidence of sound abatement foam degradation. In this report, box d, g, h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. Pil used a known supplied humidifier on base device and verified the heater plate did not heat and used a supplied heated tube on the humidifier and verified tube did not heat. An internal and external visual inspection of the device was completed by the manufacturer and found air inlet filter missing, ui (user interface) knob broken, air outlet port had white dust-like contamination in it, air inlet had tan dust-like contamination in it. Dust-like contamination all over the pca, on the top of the blower box lid and surrounding area, bottom enclosure, on the top of the blower motor and inside of the blower box. Thermal event on humidifier harness connector and pca at j9. Missing air inlet seal from service. Missing flow/pressure sensor seal from service. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. The investigation was able to confirm the complaint of burnt humidifier base cable and j9 thermal event. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. The "problem code grid" has been corrected in this report and h10 has been updated with relevant findings of device evaluation. In this report, box d, h has been updated/corrected.